Manufacturer narrative:
(B)(4). The device was investigated by a maquet field service technician. According to the service order the technician could not duplicate temp error message. As a precaution, rfc control board (B)(4) replaced. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. Thus the failure could not be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Customer stated that the unit had a "temp" error on monitor display during patient use. If the device was exchanged during the procedure is unknown. No patient injury or harm reported. (B)(4).